Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08750 inches. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. No traces of moisture were found at the electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 151 mg/dl. The customer was treated with insulin drip. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer also state that there was a leak in reservoir compartment. The customer performs a self test and the test was passed. The insulin pump will be returned for analysis.